Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the situation at the time of the complaint product was identified. On (B)(6) 2026, the patient experienced a fall. After the fall, worsening spasticity was observed, so during surgery on (B)(6) 2026, the synchromed iii pump and ascenda catheter were inspected. Although no external abnormalities were observed, based on the patient's condition, it could not be ruled out that there was an issue with the product, and a decision was made to replace it. A request was made to analyze the product to determine whether there was any problem. It was stated that as medication and cerebrospinal fluid could be aspirated through the catheter, it was thought to be properly placed intrathecally and not problematic. No alarms had occurred on the pump itself, however, the patient clearly exhibited symptoms indicating that the medication was not being delivered. Although no external abnormalities were observed, the possibility that there was some issue within the system could not be ruled out. It was further stated that the pump connection site felt somewhat loose, but there were no particular issues with the connection. Within the dorsal pocket, fixation at the anchor site was adequate and no catheter dislodgement was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The event including worsened muscle tone and worsened spasticity was unresolved. Further actions taken or planned to resolve the issue was unknown. The pump and catheter were being returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8781 lot/serial# (B)(6); product type: catheter. Product ID: 8781; lot/serial# (B)(6); product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump for spinal cord injury. It was reported that a patient fall occurred during transfer from a wheelchair. The patient¿s muscle tone worsened. It was suspected that drug delivery was not achieved due to connection issues at the catheter or other connection points caused by the fall, and replacement of the pump and catheter was considered. Surgery was performed. During surgery, the synchromed pump iii and ascenda catheter were checked. Regarding the pump connection site, although it gave a loose impression, there were no particular issues with the connection. Within the posterior pocket, fixation of the anchor portion was appropriate, and no catheter dislodgement was observed. Aspiration of medication and cerebrospinal fluid from the pump connection site occurred without issue. Because medication and cerebrospinal fluid could be aspirated from the catheter, it was considered that the catheter was placed intrathecally and that there was no issue. No alarms or log abnormalities were observed in the pump. There were no particular problems in the back pocket area (no catheter dislodgement or other abnormal findings). Although no abnormal findings were observed externally, based on the patient¿s condition regarding muscle tone was g etting worse, it could not be ruled out that there was an issue with the product; therefore, replacement was decided. The entire system was removed and newly reconstructed. A request was received to analyze the product to determine whether there was any problem. It was further reported that as for the fall, it seems that it was an event that occurred in a situation such as nursing care and had nothing to do with intrathecal baclofen (itb). Regarding the patient¿s fall, the causal relationship to drug, pump, catheter, programming, and procedure was unrelated. Regarding worsening muscle tone, the causal relationship was unrelated to the catheter and procedure and unknown if related to the drug and pump.